Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire broke upon removal of the sensor pod. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.